Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plumset that the customer reported the clave additive port snapped off and resulted in leakage of cisplatin during infusion. The event was noted when the nurse intended to add the drug after 15 minutes of infusion. There was patient involvement, however, no patient harm.

Manufacturer narrative:
Received one used list #142730428, ls, plum burette set clave inj. Site, 2 clave y-sites, 114 inch non-dehp; lot #unknown, one used list #unknown, bag spike adapter with spiros; lot #unknown on march 29, 2022 for evaluation. As received the clave was observed to be partially separated from the upper lid of the burette. The shape of the deformation was angled where one sided is higher than the other, typical of a bend break. The set was tested per product specifications. A leak was observed from the broken port of the upper lid. No other leaks were observed along the fluid path.the reported complaint of leakage from a broken port can be confirmed. The probable cause of the broken port is due to an unintentional bending force during use.a lot review could not be conducted because no lot number(s) was/were identified.